Event description:
It was reported during an lar procedure that the device cut did not staple completely. Sutured by hand. No further information is available.

Manufacturer narrative:
458220-0. Date sent: 07/14/2006.